Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: UDI has been corrected. Section d4: catalog number has been corrected. Section d4: expiration date has been corrected. Section h4: manufacture date has been corrected. Manufacturer's investigation conclusion: the report of the green suture removed from the sewing ring was unable to be confirmed through this evaluation. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. A manufacturing assessment task was initiated to address the report of the green suture removed from the sewing ring observed out of box. No gaps were found in the assembly/inspection process that would allow the green suture to be removed to go undetected during production/inspection. The device history record review indicated that all inspections related to the part passed. Furthermore, after reviewing the complaint data as part of scoping/bracketing, it was determined that this was an isolated occurrence. No further action was required. The relevant sections of the device history records for vad-13811 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 5 ¿surgical procedures¿ of this document contains information regarding the unpacking of the hmii lvas kit. In addition, section 5 (under ¿surgical considerations¿) warns that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Section 5 of the IFU, "surgical procedures," provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a3: patient gender was not provided but will be requested. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that during implant on (B)(6) 2013 the pump was prepped by the operating room nurse with no issues and the pump was run at 6000 rpm for 5 minutes. The pump was filled with plasmolyte and placed on a sterile field wrapped with antibiotic laps. It was noted at this time that the green suture seemed to be removed from the sewing ring. The surgeon anastomosed the outflow graft and cored the left ventricle. Then the sewing ring was placed and the pump was placed in the sewing ring. Three sutures were placed (top, middle, and lower portions) to secure the inflow cannula of the pump, as the sewing ring was not utilized for the sutures. The pump was deaired and the speed was increased to 10400 rpm so that the heart and left ventricle could be visualized before setting the patient's pump speed to 9600 rpm.